Event description:
Pt reported obtaining back-to-back blood glucose results of 59 mg/dl, 321 mg/dl, and 100 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt self-treated by having a snack. On another occasion, pt reportedly felt like blood glucose was low and obtained back-to-back results of 450 mg/dl and 89 mg/dl on the advantage system. Based on symptoms, pt self-treated by having a snack-bar and drinking orange juice. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.